Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery approximately two times per week. The patient's blood glucose at the time of incident was 46 mg/dl. The patient treated with orange juice and breakfast, and his blood glucose has since increased to 150 mg/dl. Additionally, the customer mentioned receiving a no delivery alarm after changing his infusion set. Troubleshooting determined that the cause of the alarm was a bent infusion set cannula. The insulin pump was not returned for analysis.